Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom system error 105 alarms, determined to be caused by a failed input/output printed circuit board, which had a dislodged component. The failed input/output printed circuit board was replaced.